Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not inflate. There was a hole in the cuff. There was no patient involved. The customer reported there were eight tubes with the failure. Only two event dates are known, (B)(6) 2016. One report for each tube has been submitted on our reports: 2936999-2016-00605, 2936999-2016-00610, 2936999-2016-00611, 2936999-2016-00612, 2936999-2016-00613, 2936999-2016-00614, 2936999-2016-00615, 2936999-2016-00616.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly. A functional test was performed. No failure mode was observed in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode.